Event description:
During a lapascopic cholecystectomy procedure, the clips did not form and fell off the vessel. The surgeon used another device. No pt injury was reported.

Manufacturer narrative:
12/30/1997-supplemental report #1 sent to FDA. Device not rec'd for eval.